Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire tip detachment occurred. The patient presented with angina. Vascular access was obtained via the radial artery. The 75% stenosed target lesion was located in the calcified circumflex (cx) artery. A 330cm rotawire¿ was inserted to the posterolateral (pl)segment of the cx. After the first functional test of the 1.25mm rotalink plus outside the patient's body, it was noted that the distal radiopaque part of the rotawire was broken and free in the very small pl artery, the diameter was less than 2.0mm . The physician decided to leave the small fragment of the wire and retracted the rest of the wire. The procedure was completed with a non bsc guide wire, multiple balloons and one stent was implanted. The patient was discharged the next day with no symptoms or related problems. No further patient complications were reported and patient's condition was stable.